Manufacturer narrative:
Patient correspondence received (B)(6) 2017: as you can see, I sent this previous email on (B)(6) 2017. I have had no response from that addressee to this date. I will continue to send emails to any depuy email address until I get a response. I am not looking to litigate due to this condition, I just want to resolve my present condition with your assistance as I have requested below. This condition is getting worse daily in grinding and instability. Update received 2/13/2017. The sales rep has reported this patient's revision. Patient was revised to address a liner disassociation from the cup. Complaint was updated on 2/17/2017. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient correspondence states: on saturday, (B)(6) 2017, I had a partial left hip dislocation with this device while sitting on the commode and upon standing, heard squeaking/creaking/crepitus to this joint. Clicking also accompanied this shortly thereafter. All this without any pain. I had this arthroplasty on (B)(6) 2008, performed by dr. (B)(6) at (B)(6). This operation was covered by and paid for by (B)(6). I have attempted to contact this doctor and find that he is no longer affiliated with (B)(6) for surgery records) but is now affiliated with (B)(6)). Speaking with (b(6) phone number, I was told that dr. (B)(6) no longer accepts (B)(6) and he is only on site on thursdays (tomorrow). I asked for a referral by him to see a orthopedist familiar with this device for a diagnosis and possible revision, although I am only self diagnosing at this time. I have not contacted (B)(6) at this time as I would like to have an orthopedists name prepared to give to (B)(6). Also, it is difficult to find an orthopedist in my area who uses this depuy device and, accept (B)(6) payment which is part of the reason I am contacting depuy to locate this orthopedist for me. I am sure you can accomplish this thru a local field representative of yours. I believe the issue is a partial fracture of the ceramic head grinding into the acetabular polyethylene liner. Patient correspondence received 1/16/17: as you can see, I sent this previous email on 1/11/17. I have had no response from that addressee to this date. I will continue to send emails to any depuy email address until I get a response. I am not looking to litigate due to this condition, I just want to resolve my present condition with your assistance as I have requested below. This condition is getting worse daily in grinding and instability. **update received (B)(6)2017. The sales rep has reported this patient's revision. Patient was revised to address a liner disassociation from the cup.